Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product will not return since customer stated a replacement was not necessary. Most likely underlying root cause of malfunction: insufficient blood sample applied to strip or strip issue. Manufacturer contacted customer different times to find out customer's condition; on the fist follow up call customer stated symptoms persist; customer is drinking full water to reduce the symptoms. Customer called the doctor, the doctor did not responded yet; customer confirmed that did not seek medical attention. Manufacturer tried to contact customer on (B)(6) 2016 again and unable to make contact with customer.

Event description:
Customer called due to an e2 error message. Customer was able to obtain a blood result of 91mg/dl. Customer states that is feeling thirsty all the time, frequent urination and dry mouth. Customer did not check glucose levels regularly. Customer informed will call his dr. And try to make an appointment.